Event description:
It was reported that patient underwent a distal tibial fixation procedure on (B)(6) 2014. During the procedure, it was reported that some of the screw caddy packaging was damaged and it was difficult to remove some of the screws for use. The screws were utilized and the procedure was completed, however there was a delay of greater than 30 minutes.

Manufacturer narrative:
Catalog number and lot number have been corrected in this report. Lot number is unknown. All 12 cases of received product show extensive sign of wear on the outside and inside with the screw holes. Review of DHR for both lot numbers show that the caddies were manufactured in 2008 and revised in 2009 with no noted issues. Caddies were at the end of their useful life. General surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.